Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. External display of the programmer functioned normally. The internal display had flickered a few times and eventually went dark. The programmer's inverter had overheated and had melted it's cover. The programmer housing and circuit board was damaged from being dropped in the field. Laboratory analysis was able to confirm the reported observations. The programmer inverter, housing, and circuit board was successfully replaced.

Event description:
Boston scientific received information that this programmer's display was unable to focus and would jump around. The field representative was going to monitor the issue. Additional information was received that a few months later, the programmer screen would not power on. Troubleshooting did not resolve the issue. The programmer was returned. No adverse patient effects were reported